Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of external insulation abrasion is consistent with friction to device can. Electrical testing did not find any indication of conductor fractures however an internal short was noted consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis. Wear problem.